Event description:
The customer reported noticing a leak underneath the coulter ac*t series analyzer. The customer stated that the leak was noticed while running quality control (qc) and fluid would leak from underneath the instrument during each aspiration of the qc sample. The customer reported that the volume of the leak was approximately one teaspoon and was not contained within the instrument. The customer was only wearing gloves at the time of the event but no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the white blood cell (wbc) bath was not draining and proceeded to replace the bath's drain tubing to resolve the leak. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to the bath's drain tubing. (B)(4).